Manufacturer narrative:
This event was reported in the scholarly article naehle, et al. "Safety, feasibility, and diagnostic value of cardiac magnetic resonance imaging in patients with cardiac pacemakers and implantable cardioverters/defibrillators at 1.5 t." American heart journal. June 2011. 161.6: 1096-1105. The study author was contacted in an attempt to retrieve further information. This investigation will be updated should further information be provided.

Event description:
Cardiac magnetic resonance (cmr) imaging was performed for patients implanted with pacemakers, implantable cardioverter defibrillators (icds), and associated leads. All devices could be reprogrammed normally post-cmr. No unexpected changes in heart rate or rhythm, indicating inhibition of ICD output, shock delivery, or sustained atrial or ventricular arrhythmias were observed during any cmr examination. No significant changes to pacing threshold or pacing impedance were noted after cmr. One patient died due to septic multiorgan failure after cardiac surgery.